Event description:
The pt reported, she could not remove the plunger rod after she filled her cartridge with insulin. She stated she tried another cartridge from the same box and the same thing happened. The pt said that the piston rod would not unscrew from the cartridge and it was "like it was stuck together." During troubleshooting, the pt stated the cartridges were not expired and had not been exposed to extreme heat. The pt stated she would return the cartridge at issue and the rest of the cartridges in the same box. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.